Event description:
It was reported that there is an image quality issue (grainy images) with the 9800 system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The specified failure could not be duplicated. However, identified a problem with the focus adjustment lever. To correct this finding, replaced the camera and adjusted. The system was tested and found to be working as intended and placed back into service.